Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. No activation issues were noted. This damage occurs when the instrument is activated without tissue present, our instruction insert states: care should be taken not to apply pressure between the instrument blade and the tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a hepatectomy could not work rotate knob with the first device. The second device locked out. Another device was used to complete the case. There were no adverse consequences to the pt.